Event description:
Mediport inserted into the patient on 4/25/94 through the left subclavian vein for infusion of taxol for ovarian cancer treatment. A subsequent mediportgram on 4/28/94 revealed extravasation of contrast, suggesting leakage of the contrast medium a short distance from the portal. The mediport was removed 18 days after insertion on 5/18/94. The chest area of the patient was noted to have some induration, ecchymosis and tenderness. Device sent back to manufacturer for testing.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: manufacturing. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.